Event description:
A malfunction was reported with a code displayed as malf 0. No notable events occurred prior to the malfunction, and the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur.